Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and anterior wall defect and mesh was implanted. It was also reported that post implantation, the patient experienced pain, extrusion, infection, recurrence, vaginal scarring and urinary problems. It was reported that mesh repair was performed with sacrospinous fixation on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced enterocystocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling and pelvisoft acellular collagen biomesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.